Event description:
It was reported that patient's ipg was eroding through the chest. Surgical intervention was undertaken and the ipg was explanted and replaced.

Manufacturer narrative:
Event date is estimated.

Manufacturer narrative:
A patient's ipg was eroding through the chest was reported to abbott. As a result, the ipg was explanted and replaced. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.